Manufacturer narrative:
An event regarding revision due to wear of an unknown ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's hip was revised due to ceramic on ceramic wear. A ceramic head and liner were exchanged for a 36 +5 lfit head and 36mm e x3 insert. Rep reported that x-rays, medical records, and additional information will not be released by the hospital. Update 08/january/2019: spoke to rep. The primary implants were stryker alumina devices.